Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the printed circuit board pressure sensor circuit failed on the insufflation unit. However, the device was returned for preventative replacement of the printed circuit board. Per the legal manufacture, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit exhibited printed circuit board pressure sensor circuit failure. This issue occurred during reprocessing. There were no reports of patient involvement.